Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed and product found to be in good condition and missing a nub on the downstream occlusion sensor. Customer's complaint was verified. The event log did not show any errors. The downstream occlusion sensor will be replaced in service to correct the problem. Use testing was performed. The problem source is the downstream occlusion sensor.

Event description:
Information was received that the cadd legacy pump has no display pump alarm. No reported adverse effects.